Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 5076-52, lead, implanted: (B)(6) 2004. Product ID: lnq11, icm, implanted: (B)(6) 2016.

Event description:
It was reported that there was far field r-wave oversensing on the atrial lead. No intervention was taken at this time and the lead remains in use. No patient complications have been reported as a result of this event.